Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09090. It was reported that a perforation with subsequent pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was positioned in the laa and a 30mm watchman® laa closure device & delivery system (wds) was advanced. As they were lining up the markerbands of the was and wds to snap them together, the system moved forward and the closure device was deployed just slightly from the wds tip. The laa was perforated resulting in pericardial effusion and most likely tamponade. They performed pericardiocentesis; drained the blood and re-infused into the patient and the patient was stabilized. They opted to proceed with the procedure. A second 30mm watchman® laa closure device & delivery system was advanced; however, resistance was met during introduction to the was. They realized there was a kink in the was near the groin which had subsequently damaged the new wds. Both devices were then exchanged and the procedure was completed successfully. There were no further patient complications and the patient's status was fine.